Manufacturer narrative:
Investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A complaint history review showed that 28 complaints have been received in the last 4 years for this failure mode. On this occasion we are unfortunately unable to reach a definitive root cause of the problem.

Event description:
It was reported that the equipment of pico kit stopped working after 1 day (24h), not fulfilling with 7 days.